Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error related to lcd display was observed. The customer does not want any repairs done to the unit. Unit will be returned unrepaired.